Event description:
It was reported that on (B)(6) 2014, 2 xience v stents were successfully implanted in the mid right and in the mid left anterior descending coronary arteries. On (B)(6) 2014, the patient experienced occasional chest tightness, stable angina and shortness of breath. On (B)(6) 2014, the patient was hospitalized and treated with medication. Troponin was noted to be elevated, less than 5 times the normal upper limit. On (B)(6) 2014, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction and the product was not returned. Angina is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.